Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 4/3/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the preloaded device was not returned. Only lens returned for evaluation. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Residues of viscoelastic material was observed on lens pieces. The lens edges were observed bent. Some marks were also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. However, due to the conditions of the lens returned the complaint issue reported as cosmetic issues (scratch) could not be verified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: since the product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one additional complaint folder has been received for this production order number, but it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) had a cut and scratch on the lens, noted after being injected/loaded into the patient's operative eye. The lens was removed and replaced with a backup lens. There is no harm or injury to the patient. There is no additional surgical intervention performed during the initial procedure. No additional information is available.